Event description:
Patient was implanted with click x hardware at l4-s1 on (B)(6) 2011. On an unknown post-operative date, the right polyaxial tulip head popped off the head of the screw, causing a non-union. Patient returned to the o.r. On (B)(6) 2013 for revision surgery. At this time, surgeon removed three locking caps, two polyaxial tulip heads, one screw, and one rod. After removing original implants, surgeon further decompressed after final tightening. This is 3 of 7 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Additional product code: mnh.